Event description:
The plaintiff's attorney alleged that the decedent experienced cardiovascular events on (B)(6), 2011, after use of the product; subsequently expired on (B)(6), 2011.

Manufacturer narrative:
This one event (cardiovascular) of three events reported for the same patient involving two separate products; associated mdrs # 1225714-2014-00079, 1225714-2014-00080, 1225714-2014-00081, 1225714-2014-00082, 1225714-2013-01395, and 1225714-2013-01396.